Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001822565 - 2019 - 00859, 0001822565 - 2019 - 00860. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product remains implanted.

Event description:
It was reported that the patient presented to a clinic with instability. The patient received x-ray. No revision has been reported. No further information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. X-ray evaluation performed states that there is large suprapatellar joint effusion. No periprosthetic lucency, hardware fracture, or fracture of the bone. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.